Manufacturer narrative:
It is likely that a significant force cracked the fowler release handle.

Event description:
It was reported that the fowler release handle was broken off of the cot. No adverse consequence was alleged.